Event description:
It was reported that during implant procedure, the physician was unable to secure the atrial setscrew in the header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw anomaly was confirmed. All three set screws were found to have stripped hex cavities that prevented them from tightening to full torque.